Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the implantable intravenous drug delivery system needle was obstructed after flushing the tube, and it could not be pushed when the pressure was being pushed. There was patient involvement and no patient harm/adverse event reported.